Event description:
It was reported that the syringe pumps are being utilized in the neonatal intensive care unit (nicu) for a continuous infusion for a rate less than 0.1ml/hr. (Example 0.08ml/hr.) And requires a 3ml syringe. The customer states that there is no pump alert recognizing the difference between 1 and 3ml syringes. The customer noted that this may cause the user to incorrectly program the pump for a 1ml syringe, which will infuse faster than intended. The information on patient involvement is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that the syringe pumps are being utilized in the neonatal intensive care unit (nicu) for a continuous infusion for a rate less than 0.1ml/hr. (Example 0.08ml/hr.) And requires a 3ml syringe. The customer states that there is no pump alert recognizing the difference between 1 and 3ml syringes. The customer noted that this may cause the user to incorrectly program the pump for a 1ml syringe, which will infuse faster than intended. The information on patient involvement is unknown.

Manufacturer narrative:
Correction : describe event or problem, medical device operator, medical device other operator, imdrf annex e and f codes.

Event description:
It was reported an event where the medication infused slower than expected. The event involved a continuous infusion of fentanyl on a 350g baby, and the intended flow rate was "very low." It was reported that the clinician utilized bd 1ml syringe, ref# (B)(4). It was reported that the nurse inadvertently programmed the infusion by selecting a 3ml syringe. Because of this, the syringe was found empty sooner than expected and the fentanyl infused "twice as fast." The rate reportedly looked correct on the pump. There was patient involvement but no harm. Although requested, the customer stated that the device will not be returned to the manufacturer for investigation.